Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood component administration set leaked from an unspecified location. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in november 2022. H11: the device and retention sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed, and the units were conforming as per product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.